Event description:
Performed intracoronary stent deployment of a 3.5x28mm taxus stent. Balloon pressure dialed back to 0 on inflation device and negative drawn. Physician then withdrew deployment balloon over choice guidewire. After being unable to pull balloon inside of guide catheter physician pulled on balloon shaft again and balloon material came off the shaft. When shaft removed without the balloon in place physician immediately removed the guide catheter and guidewires. When the guide was visualized outside of the body it was found that the tip of the guide catheter the balloon was dislodged.